Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine follow up infection was suspected. This system was explanted. No further adverse effects were reported. This device is not expected for return. Given this information this event has been concluded. Should updated information be received, a follow up report will be submitted.